Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a turbohawk to treat the mid-superficial femoral artery (sfa). The vessel presented 90 % stenosis with little tortuosity and no calcification. The device was inspected prior to use and no issues were noted. The IFU was followed. It was reported that after two passes, the thumb switch, that closes the cutter driver, became stuck and the physician was not able to progress as the device could not pass. A new device was used.

Manufacturer narrative:
The thumbswitch had to be manually held in the off position using force. The cutter initilally crashed outside the housing but using manual force it could be forced back inside the housing for safe removal of the device from the patient. No deformation was noted to the cutter. If information is provided in the future, a supplemental report will be issued.